Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('gen. Abnor. Bleed (interpreted as general abnormal bleeding)') in a (B)(6) female patient who had essure (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included clotting disorder, seizures, nausea, headache, sinusitis, appendicitis, cervicitis, endometriosis, diarrhea, chest pain, vomiting blood, congestive heart failure, costochondritis, gerd and flank pain. Concurrent conditions included hypertension, chest wall pain, dysfunctional uterine bleeding, ovarian cyst, postpartum hemorrhage, uterine fibroids, dysuria, blood in stool, constipation, cholelithiasis, diverticulitis, hepatitis, pancreatitis, ureterolithiasis, hiatal hernia, peptic ulcer disease, candida infection and kidney stone. Concomitant products included ferrous sulfate (ferrous sulphate) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("pain: lower back area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti (interpreted as urinary tract infection)"), 9 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced anaemia ("blood or heart/condition type: anemia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), migraine ("migraine /migraines / headaches"), headache ("headaches") and depression ("depression") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anxiety, urinary tract infection, migraine, headache, nausea, vaginal haemorrhage, depression, dyspareunia, vaginal discharge, fatigue, weight increased, back pain and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnor. Bleed (interpreted as general abnormal bleeding), uti (interpreted as urinary tract infection), migraine, headaches, nausea. One coil was visible on the left ostia. No coil was visible on the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram: on an unknown date: device was successfully occluded.; on (B)(6) 2008: total bilateral. Occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: headache, abdominal pain, pelvic pain, vaginal discharge, menorrhagia, urinary tract infection, nausea, back pain, migraine, anemia. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received: lot number was added. Reporter information, patient demography, medical history, concomitant drug was added. New events " abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, depression, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, lower back pain, blood or heart disorder/condition-type: anemia" were added. Follow up 3 and 4 processed together. On 22-oct-2019: medical records received : case was upgraded from other event to incident. Reporter information, medical history was added. New events ectopic pregnancy, pelvic inflammatory disease" were added. Follow up 3 and 4 processed together. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('gen. Abnor. Bleed (interpreted as general abnormal bleeding)') in a 36-year-old female patient who had essure (batch no. 626143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included clotting disorder, seizures, nausea, headache, sinusitis, appendicitis, cervicitis, endometriosis, diarrhea, chest pain, vomiting blood, congestive heart failure, costochondritis, gerd and flank pain. Concurrent conditions included hypertension, chest wall pain, dysfunctional uterine bleeding, ovarian cyst, postpartum hemorrhage, uterine fibroids, dysuria, blood in stool, constipation, cholelithiasis, diverticulitis, hepatitis, pancreatitis, ureterolithiasis, hiatal hernia, peptic ulcer disease, candida infection and kidney stone. Concomitant products included ferrous sulfate (ferrous sulphate) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("pain: lower back area") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti (interpreted as urinary tract infection)"), 9 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced anaemia ("blood or heart/condition type: anemia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"), migraine ("migraine /migraines / headaches"), headache ("headaches") and depression ("depression") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anxiety, urinary tract infection, migraine, headache, nausea, vaginal haemorrhage, depression, dyspareunia, vaginal discharge, fatigue, weight increased, back pain and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnor. Bleed (interpreted as general abnormal bleeding), uti (interpreted as urinary tract infection), migraine, headaches, nausea. One coil was visible on the left ostia. No coil was visible on the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.; on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: headache, abdominal pain, pelvic pain, vaginal discharge, menorrhagia, urinary tract infection, nausea, back pain, migraine, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.